Event description:
It was reported that the user experienced low blood glucose after meal announcements while frequently entering less-than-usual meal announcements, and was advised that this behavior could cause the pump to adapt in a way that contributes to hypoglycemia; the case was transferred to clinical support for potential ilet adjustments. Symptoms included low blood glucose. Outcomes included oral glucose intake. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction and suggested user interaction with meal announcements as a contributing factor to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.